Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported fluid was leaking from the door and they could not get the door open in order to check the leak. Fluid leaked from the cassette door. Upon follow-up, the patient stated a fluid leak was discovered during an unknown phase and cycle of treatment. The cycler reportedly prompted with an unknown alarm prior to the fluid leak and treatment was halted. The cassette door was able to be opened and fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette appeared intact and the fluid leaked from an unknown location. The patient was able to revert to manuals to complete their remaining treatment on the night of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The patient allowed for the cycler cassette area to dry and has since resumed treatment using the cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Event description:
A peritoneal dialysis (pd) patient reported fluid was leaking from the door and they could not get the door open in order to check the leak. Fluid leaked from the cassette door. Upon follow-up, the patient stated a fluid leak was discovered during an unknown phase and cycle of treatment. The cycler reportedly prompted with an unknown alarm prior to the fluid leak and treatment was halted. The cassette door was able to be opened and fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette appeared intact and the fluid leaked from an unknown location. The patient was able to revert to manuals to complete their remaining treatment on the night of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The patient allowed for the cycler cassette area to dry and has since resumed treatment using the cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.